Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 565mg/dl, and the insulin pump was not functioning. It was stated that the customer experienced nausea and vomiting. Troubleshooting was performed, and the self test passed. A bolus was programmed and it was recorded in the bolus history. Reviewed the alarm history and found a battery alarm and several low reservoir alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.